Manufacturer narrative:
Qn#(B)(4). The customer returned one, opened PICC kit with multiple components for analysis. The sheath/dilator assembly will be analyzed as part of this complaint investigation. Signs-of-use in the form of biological material was observed on the dilator body, which contradicts the customer report that the defect was observed before use. Visual analysis revealed that the peel-away sheath had split prematurely near the distal end. White marks were observed where the sheath began to tear indicating stress; however, this cannot be confirmed as the returned sample contradicts the customer report. The total sheath length from the tabs to the tip measured 10cm, which is within the specification limits of 9.80cm-10.20cm per the sheath/dilator assembly graphic. The sheath outer diameter measured .1118", which is within the specification limits of .107"-.117" per the sheath/dilator assembly graphic. The sheath inner diameter measured .093", which is within the specification limits of .086"-.096" per the sheath/dilator assembly graphic. The dilator could be removed and re-inserted through the peel-away sheath with little to no difficulty. A device history record review was performed with no relevant findings to suggest a manufacturing issue. The IFU provided with the kit informs the user, "grasping near skin advance assembly with slight twisting motion to a depth sufficient to enter vessel. Dilator may be partially withdrawn to further facilitate advancement of sheath into the vessel. A slight twisting motion of the peel-away might help sheath advancement". The reported complaint that the sheath tip was damaged was confirmed by complaint investigation. The sheath was returned with a split at the distal tip. White marks were identified on the tear, which indicate stress. The peel-away sheath met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the condition of the returned sheath and the report from the customer, the root cause cannot be determined since biological material was observed. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that sheath of the peel-away sheath/dilator introducer was found stripped upon opening the kit. A new kit was obtained for patient use.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the peel-away sheath split prematurely.

Event description:
It was reported that sheath of the peel-away sheath/dilator introducer was found stripped upon opening the kit. A new kit was obtained for patient use.